Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose (bg) levels reached 913 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. She treated by giving herself an injection (20 units), and when her sugar dropped she did another 10 units in a 2 hour span. Next day the bg was still increasing, she was not eating, her mouth was dry. She went to the hospital and was admitted to the ICU (intensive care unit). The patient was treated with 5 bags of saline and a continuous drip of insulin, they also gave her gabapentin (600mg), potassium, a pill for her pain that she does not know the name of, as well as trazodone to help her sleep. The patient did not recall dosages. She also mentioned 2 tablets of tylenol. The patient was still in the hospital, so no medications had been prescribed to take home. The device was discarded.